Manufacturer narrative:
(B)(4). Method: only the evaqua2 expiratory limb collar of the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fph in (B)(4), and was visually inspected. Results: visual inspection revealed the returned collar sustained multiple cracks. Conclusion: we were unable to determine conclusively what had caused the collar to crack; however, based on our previous investigations it is possible that the cracks are due to the collar being in contact with a chemical solution, resulting in environmental stress cracking. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt380 adult breathing circuit would have met the required specifications at the time of production. Moreover, the healthcare facility reported that the damage occurred after a period of use, which suggests that the subject collar became damaged after the breathing circuit kit was released for distribution. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory limb connector of an rt380 adult dual heated evaqua2 breathing circuit was found broken after 13 days of use, which caused leak at the patient's ventilation system. No patient harm was reported.